Event description:
It was reported that the pump reservoir contained too much volume at the patient¿s refill. The reservoir was expected to contain 3ml, but actually contained 27ml of drug. It was indicated that the medication was sent for analysis and the concentrations came back as being appropriate. The catheter aspirated easily with a dye study and good movement of the rotors was seen via pump myelogram and rotor study on the day of report. It was stated that the patient had been getting good pain relief, then, about four weeks prior to report, started complaining of increased pain. At the time of report, the clinic was increasing the pump and planned to reevaluate the pump at the patient¿s next refill. It was also stated that there was no patient injury at the time of report. The device system was used to deliver morphine, marcaine, and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).